Event description:
Customer reports to have received excessive no delivery alarms. Customer's blood glucose was 435 mg/dl, which was treats with manual injections. After troubleshooting, customer reports to have been using expired sof-sets. Customer was advised against using sof-sets which have been discontinued. Customer was advised that his sof-sets can be replaced with quicksets. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.